Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from omsi such as the pictures, and similar past cases, there was the possibility that the dirt inside the light guide lens was attributed to the stain invasion into the device from the gap at the adhesive around the light guide lens. The exact cause of the adhesive gap could not be conclusively determined, there was the possibility that the adhesive gap was attributed to the external stress, the chemical stress, the storage environment, the aging degradation, and so on. On the other hand, there was the possibility that the foreign material around and under the forceps elevator was attributed to the user's inappropriate reprocessing. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to omsi. Omsi checked the subject device and found that the reported event.the exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems india (omsi), it was found that there was dirt inside the light guide lens of the subject device, and also that there was foreign material around and under forceps elevator of the subject device. There was no report of patient injury associated with this event.